Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, reset was successful with no recurrence of malfunction, and customer was advised to continue using pump and to call back if malfunction occurred again, which customer acknowledged and understood.